Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs- linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 19965672.

Event description:
It was reported that the patient was undergoing a system swap and it was noticed that there were several electrodes out on the leads. The patient underwent leads replacement procedure and was having great coverage postoperatively. The explanted percutaneous leads will not be returned.